Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. See manufacture report number 2032227-2016-56004 for insulin pump.

Event description:
The customer's parent reported via phone call that they had previously called with a small issue on the insulin pump. Whenever they changed the battery, it told them to change battery. The customer was sent a battery cap but they were having the same issues. The insulin pump alarmed failed battery test. Customer's blood glucose level was 220 mg/dl. The failed battery test alarm recurred. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm and no battery out limit alarm noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched ld window, corroded battery tube and cracked battery tube threads.